Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was connected to a power source at 90% charge. The pump batty then dropped to 5% and displayed a low power alert. Subsequently the pump shut off. The pump was eventually able to be turned on and displayed a reset screen. The pump then shot down again and following the second shut down the customer stated the pump displayed a malfunction stating "the pump cannot operate". The customer's blood glucose (bg) level was 116 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction could not be evaluated due to the other reported malfunction (shutdown).